Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm.there was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed manufacturing facility in (B)(4) for an extensive engineering investigation. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).